Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a newly placed dexcom g7 continuous glucose monitor (cgm) sensor failed to pair with the ilet, with a recorded blood glucose of 207 mg/dl repeatedly displaying a "replace sensor now" alert despite verification of the pairing code, an ilet restart, and a firmware update; the user was transferred to dexcom for sensor replacement and instructed to manually enter fingerstick blood glucose values. Investigation of this case revealed a g7 pairing failure to the ilet only, consistent with a failed sensor that required replacement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication failure resulting in unsuccessful pairing.